Manufacturer narrative:
Suspected positive bi.

Event description:
The customer alleged a suspected positive biological indicator (bi). The customer stated that the technician mentioned that the bi might have been positive as it was dropped onto the floor prior to inserting it into the unit, possibly depressing the cap. The customer stated that there were no patients involved and no injuries occurred from the event.